Event description:
It was reported that the patient experienced high blood glucose on (B)(6)2026. The event was treated with manual injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545